Event description:
Same case as MFR's report: 6000130-2006-00323. It was reported that during a ptca procedure, the tips of 2 pt2 guidewires separated and remain in the pt's body. The lesions being treated were in the 90-99% stenosed bifurcations of the left anterior descending (lad) artery, left circumflex (lcx), and the ramus. First, another MFR's guidewire was inserted in the lad, then the first pt2 was inserted into the ramus, 2nd pr2 was inserted in the lcx. All 3 bifurcated lesions were dilated using another MFR's balloon, and the lesions were confirmed with ivus. Another MFR's stent was implanted in the ramus, and it was noted that the tip of the 1st pt2 guidewire located in the ramus was separated. The procedure continued, and the 1st pt2 guidewire in the ramus was exchanged for a third pt2 guidewire, and the 2nd pt2 guidewire in the lcx was replaced with a 4th pt2 guidewire. The lesion in the lcx was then dilated with another MFR's 2.5mm balloonm and another MFR's stent was implanted. Following a triple kissing balloon technique, the physician noticed that the tip of the 4th pt2 guidewire located in the lcx was separated. Retrieval attempts were unsuccessful. No pt complications were reported.